Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced an unspecified alarm on the homechoice device during peritoneal dialysis therapy. The patient was able to complete therapy the following day. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A device history record review was performed and there were no issues found that are related to the reported problem of unknown alarms. A service history review was performed and revealed there is no previous service history for the device. Should additional relevant information become available, a supplemental report will be submitted.